Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the user removed the ilet to shower, dropped the device, and the screen cracked, after which a replacement ilet was shipped while the original was waited for return. Symptoms included no reported adverse events, and blood glucose was reportedly unaffected with continued control via manual injections and continued dexcom cgm use. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of user-reported event details and device history as available and inspection of the returned device. Investigation of this device revealed physical damage to the ilet display consistent with accidental impact, with no indication of device malfunction prior to the drop and no effect on glycemic control, aligning the issue to a damaged enclosure/display component. It was concluded, based on previously established findings for similar reports, that the cause was user handling/accidental damage outside of device malfunction.